Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent glucose excursion reporting a low glucose of 40 mg/dl and high glucose to 401 mg/dl. While using the ilet with a dexcom g7 sensor after intentionally not announcing meals due to concern about perceived high meal dosing, which led to postprandial hyperglycemia followed by hypoglycemia. Symptoms included outcomes included the need for self-treatment of hypoglycemia with oral glucose sources and ongoing glycemic variability. Customer care provided remote troubleshooting, user education, and guidance to perform a factory reset followed by full setup to return the system to automated operation. Investigation of this case revealed user error related to missed meal announcements and improper system use, which precipitated alternating hyperglycemia and hypoglycemia; the device and its components functioned as designed once properly configured, and additional training was assigned. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to follow instructions for announcing meals.